Event description:
It was reported that the pacing-dependent patient presented for follow up. An interrogation of the device revealed episodes of non-sustained ventricular tachycardia. The episodes were attributed to over-sensed noise exhibited by the right ventricular lead. Noise episodes resulted in pacing inhibition, and the patient was scheduled for lead replacement. The lead was capped on (B)(6) 2024. The patient was stable.